Manufacturer narrative:
Customers report was observed and attributed to a relay (ry102) on the pace/defib engine board. The pace/defib engine board assembly was replaced to resolve the report. Device repaired and returned to customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.